Manufacturer narrative:
The following damage was found, cracks in dymax on angle cover, no leak. Pinched master sheathing in shaft 364mm from distal tip. Broken tab on vertebrae 43mm from distal tip. Deflection fails at 180° up/115° down. Broken image fibers >10. Debris on d/u cap on handle housing. Debris on focus ring and debris in working channel. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that tip got stuck on sheath, broken tip. No negative impact to the patient or user.